Event description:
The 3m precise pgx 35w skin stapler in a medline plastic major pack ((B)(4)) would not fire/release any staples. Diagnosis or reason for use: revision of left breast reconstruction. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.